Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous mid left anterior descending (lad) artery. The 2.75x12mm xience pro stent implant was successfully deployed. However, a vessel dissection was noted, which was treated with deployment of a 2.5x08mm xience pro stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The xience pro is currently not commercially available in the us. The product code listed and the PMA # listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.